Event description:
Pump found not infusing fentanyl drip at shift change; however, pump was on and indicated infusion, no alarms present, only discovered by inspection of pump and cartridge. Pt received no pain medication used for sedation. Cadd solis pump found not infusion fentanyl drip at shift change on (B)(6); however, pump was on and indicated infusion, no alarms present, only discovered by inspection of pump and cartridge. Pt received no pain medication used for sedation. Reason for use: pt sedation. Abated after use, stopped or dose reduced: yes.